Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg explanted.